Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable pulse generator (ipg) implant procedure the ventricular sense marker could not be obtained by the analyzer. While inserting the right ventricular (rv) lead measurements for impedance, sensed wave, and threshold were confirmed with the analyzer. Then no change of the measured data was confirmed after the lead was fixed. Then when the measurement was performed again prior to inserting the right atrial (ra) lead the ventricular sense marker could not be obtained. The sensing sensitivity setting was maximized and noise or "other" was confirmed. The ventricular sense marker was not identified while the marker channel annotations were confirmed. The pacing was confirmed following activation of the pacing function. It was decided that the lead should be re-positioned since a pacing failure was identified. A different programmer was prepared and a new cable was used. The original analyzer was used with the new programmer and the ventricular sense marker still could not be identified. Then a different programmer was used and sensing was identified and the lead was implanted in the chosen site. Then the original programmer was connected again and the ventricular sensed wave could be measured. The product could remain in use as it was on the atrial side. There were no problems with the data after connecting the ipg and the procedure was finished. The users suspected that the analyzer was the cause of the anomaly. The analyzer is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: none of the reported behaviors could be confirmed or reproduced. Testing with a virtual patient was successful, with markers appearing appropriately. As preventative measures, the hard drive was reconfigured, the software was reloaded and updated. The device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.